Manufacturer narrative:
The information provided in the intial report was incorrect the customer didn't have an adverse event. Report sections have been updated to product problem and malfunction see sections above. The discription summary provided in the intial report was written incorrectly.

Event description:
The customer reported via phone call, she was having issues with the sensor during the night. She stated the insulin pump kept alarming low predict reading due to the sensor giving inaccurate readings. Her blood glucose level was 211 mg/dl at the time of the incident. The sensor reading was 50 and then it went below 40 mg/dl which activating the suspend feature on the insulin pump. Customer stated she attempted to calibrate the sensor in order to have the insulin pump stop alarming. Customer was advised to remove the sensor and insert a new one. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specifications due to high readings.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use and the pump alarmed change sensor and threshold suspend. The customer's blood glucose reading was 211 mg/dl at the time of incident but also went down to 40mg/dl to 50 mg/dl. The customer declined troubleshooting. The customer was advised that the device would be replaced and to return the product for analysis.